Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported having concern with the pump. Patient stated the pump display a w2 (battery low) error message and a little later switched off without displaying the e2 (battery depleted) error message. Patient stated the pump gave an acoustic alert without displaying an error message. No adverse event reported. Requested return of the alleged pump for evaluation.